Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 50 mg/dl at home. The patient self-treated with cranberry juice. No hospitalization was reported. No long-term health effects have been reported.